Manufacturer narrative:
The insulin pump alarmed during self-test due to faulty remote frequency board. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported that the insulin pump alarmed failed self-test twice. Customer's blood glucose level was 270 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.